Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular implant (iol) was defective and had a placement failure. A backup lens was used to complete the case. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and damage was observed to the lens. Additional observations were as follows: the iol was returned positioned incorrectly in the iol case inside the carton. Solution is dried on the iol. The optic is scratched/marked and cracked/fractured rejectable. We are unable to determine the root cause for the reported complaint "defective implant, placement failure". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating this occurred in a female patient and it was the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).